Manufacturer narrative:
Device evaluation: there is no indication of a device failure associated with this event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male patient had developed an itchy, bumpy rash under the lifevest. It was suggested that the patient contact his physician about the condition. Follow-up indicated that the patient was taking benadryl and using cortisone 10 cream, but the irritation had not improved. The patient's doctor was aware of the irritation.